Manufacturer narrative:
A supplemental report is being submitted as additional information was received for this event and sections have been updated. Additional product: serial# (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced a driveline infection associated with a ventricular assist device (vad). The infection was identified as a deep dl infection with stenotrophomonas and achromobacter. The patient was treated with extended antibiotics, debridement, an omental flap, antibiotic beads, and levaquin 750 mg. Due to the controller fault alarm, abnormal motor start events, and dl infection that they feared had spread to the vad they opted to exchange the vad to a heartmate (hm3) device. The vad exchanged was successful, and the patient was reported to be doing well following the procedure. It was noted that the patient was not a candidate for a transplant.

Event description:
It was reported the controller exhibited controller fault alarms due to a depleting internal battery. Review of log file data revealed a motor start event with parameters outside of the typical range. The patient stated that they accidentally double power disconnected the controller when they are changing power sources. The patient was kept in the hospital for evaluation to be listed for a transplant. The controller fault alarm was permanently silenced, and the process of changing power sources was reviewed with the patient. If the patient is deemed ineligible for a transplant, a controller exchange will be performed before hospital discharge. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-oct-2021 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 02-oct-2020 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b1 and b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. One (1) controller ((B)(6)) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed one (1) controller power-up event, with an associated motor start event, logged on (B)(6) 2024 at 11:04:43, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The c ontroller was without power for twelve (12) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis also revealed a motor start event recorded on (B)(6) 2024 at 11:04:52 in which a motor start parameter was atypical. Additionally, review of the alarm log file revealed that two (2) controller fault alarms were logged on (B)(6) 2024 at 11:43:10 and 18:10:49, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported loss of power, controller fault alarm, and atypical motor start parameter events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power to the controller can be attributed to the reported double disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Per the instructions for use, driveline infection is a known potential com plication associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of driveline infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.